Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging multiple inaccuracies on their onetouch ping meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30am on (B)(6). The patient reported obtaining blood glucose readings of 470 and 174mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient also reported obtaining blood glucose readings of "470 and 200s" and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported developing a symptom of "blurred vision" three hours after the alleged issue began. The patient denied receiving any treatment for this symptom. The cca verified that the test strips were stored correctly (per owner;s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hyperglycemia after the alleged issue began.